Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, multiple components were damaged on the defibrillator board and computer / analog board. The cause of the inability to complete testing is the extensive damage. The root cause of the extensive damage cannot be positively identified. No adverse event resulted from the extensive damage.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.